Event description:
It was reported that during assembly of the handpiece before case, the navio handpiece thumbscrew broke. No patient involved.

Manufacturer narrative:
Results of investigation have been corrected as follows: the navio handpiece thumbscrew, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed. Visual inspection confirmed the broken thumbscrew, the head had broken off. The breaking of the screw, in this manner, is typically caused by excessive force when tightening the thumbscrew. Screws should be hand tightened then given 1/8 of a turn to secure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be user error. No containment or corrective actions are recommended at this time. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user¿s manual, 500093 rev. E, as it provides instructions on the proper techniques of tightening the thumbscrews.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. The initial visual/functional investigation found: visual inspection confirmed the broken thumbscrew, the head had broken off. The screw breaking in this way is typically caused by excessive force when tightening the thumbscrew. Screws should be hand tightened then given 1/8 of a turn to secure. No functional inspection was performed. The probable cause of the issue was user error. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. No containment or corrective actions are recommended at this time.